Event description:
As reported by our edwards lifesciences japanese affiliate, massive aortic regurgitation (ar) and uncontained atrial septum were reported during a transfemoral aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve. To determine valve sizing for type 0 bicuspid aortic valve, balloon aortic valvuloplasty (bav) with 23 mm edwards transfemoral balloon was performed. The native valve leaflet was extremely hard, and eventually it seems to snap open. The blood pressure did not return to over 40's. Cardiac massage was performed. There was no pericardial effusion. As the color flow image did not show blood flow, it was decided that the hypotension was caused by massive ar. The valve was deployed under an extracorporeal membrane oxygenation (ECMO). After valve deployment, transesophageal echocardiogram revealed a small free space in atrial septal. It was decided to be taken observation and monitoring under bp control. Although when ECMO withdraw was attempted, blood pressure decreased to 70-80's, and there was no abnormalities aside from thrombus, including paravalvular leakage. The hypotension was determined to be delayed recovery due to the patient's impaired tolerance to the procedure. The patient left the operating room under the ECMO.

Manufacturer narrative:
H10 per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation. Balloon valvuloplasty (bav) is performed to open the stenotic valve prior to thv deployment. Regurgitation after bav is common and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension during the thv procedure is treated with standard therapies, including vasoactive drugs. It is common to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest/indicate type 0 bicuspid aortic valve and extremely hard native valve leaflet may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device was discarded by the hospital.